Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 26.4 mmol/l at the time of the event and customer noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values. The customer also received a sensor updating alert and change sensor alert. The customer reported hyperglycemia treated with an insulin pump. The event involved product mmt-7040c4. Troubleshooting was performed for difference between glucose values and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The sensor glucose value was 4.8 mmol/l and blood glucose value was 26.4 mmol/l and the difference was more than 30%, and it was not within the target range. Troubleshooting was performed for the change sensor, sensor updating, and the product will be replaced. Troubleshooting was performed for high blood glucose, and the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Advised the customer to do a displacement and self test on the pump and it got passed. No further patient complications were reported. No product return is required for mmt-7040c4.